Manufacturer narrative:
H3: product ID 97745, lot#/serial# (B)(6) was returned for product analysis. Analysis found the connector support was broken, the front case had broken stim button bosses, and the connector was tarnished. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: controller h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated their controller went nuts and would not power on. Patient stated when they went to turn their controller off for the night, it kept flashing all these colors but they didn't worry about it because they thought maybe it was the tv reflecting the screen. Patient said the next day they went to turn the controller on and it wouldn't come on and they plugged the controller into the ac power supply and there was no green light flashing. Patient stated that they cannot plug anything into their controller or get their controller to power on; patient said that they have tried an ac reset 2 days ago and that did not resolve the issue. Patient mentioned that they tried to do another reset today and that they still were unable to get their controller to power on. Agent had patient reset the controller. The controller did not power on, additional troubleshooting was not able to be performed as the patient just had a knee operation. The issue was not resolved. A replacement controller was sent out.